Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software, and the adapt tool was utilized to search for alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. No relevant alarms were noted in the download history files to confirm the reported pump errors or communication issues. During evaluation, the unit exhibited a blank display. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage was noted, however the unit was isolated to the blank display. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, and cracked keypad overlay. In conclusion, customer allegations of pump error 68, pump error 49, and communication issues were unknown due to blank display. Blank display was confirmed and attributed to an electronics defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the customer received pump error 49 (history pointers failed. The history pointers are corrupted.) And the customer received pump error 68 (trace pointers are invalid.). Customer reports being unable to pair transmitter with pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed for pump error alarm. Customer reports pump is not able to pair with other devices. No harm requiring medical intervention was reported. Product return is required for mmt-1885.